Event description:
Caller reported a cartridge alarm 20 during the load process and was unable to proceed with the "load cartridge" process due to persistent alarms. There was no adverse impact on the customer's blood glucose level. Tandem technical support confirmed that the caller had no backup insulin therapy available and arranged to replace the pump. The caller was informed they would receive a pump with updated software and provided with instructions for returning the defective pump. The caller was also advised on programming the new pump settings and connecting their cgm to the replacement pump.